Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. The following high impedance values were reported: 0 = 4142 ohms, 1 = 5475 ohms, 2 = 3492 ohms, 3 = 1116 ohms. An x-ray was performed but did not result in any identified issues. The patient was programmed on 2- and the case at 2.40 volts and 0.0782 ma. Additional impedance values were later reported and included the following: c/0 = 5475 ohms, c/1 = 4142 ohms, c/2 = 3492 ohms, c/3 = 1116 ohms. Bipolar pairs included: 0/1 = 2194 ohms, 0/2 = 3934 ohms, 0/3 = 4912 ohms, 1/2 = 2268 ohms, 1/3 = 3492 ohms, and 2/3 = 2633 ohms. It was also noted that the patient saw their managing health care provider (hcp) in 2015 and the notes indicated that the impedances were within normal range. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp on (B)(6) 2016 reported that the impedances were rechecked which showed no change. An x-ray was also taken to rule out lead fracture, which came back negative. As of (B)(6) 2016 the implantable neurostimulator (ins) was turned off with no clinical change, and on (B)(6) 2016 the ins was turned back on utilizing the 3- contact with normal impedance. The root cause of the high impedances was not determined or resolved, and will continue to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.